Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous right coronary artery. After stent implantation with an unspecified stent, a small perforation was noted distal to the stent. The 2.80x19mm graftmaster covered stent failed to cross due to anatomy. A new graftmaster covered stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.